Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information provided on 21sep2020 stated the leak occurred between the catheter junction and the proximal part that has the cook mark.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation the distributor bemel logistics / advanced informed cook of an event that occurred in colombia where an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked at the hub after placement. The device was placed on (B)(6) 2020 via percutaneous nephrostomy. During the patient's recovery, the device began leaking at the hub. The device was removed and replaced in an additional procedure on (B)(6) 2020 the patient did not experience adverse effects. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. The risk specifications covering mac-loc drainage catheters includes hub separation as a potential failure mode. The identified risk controls include the manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Inspection activities are currently in place to prevent the release of non-conforming product related to the reported failure mode. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot records no related nonconformances. A complaint history search found no additional complaints from the complaint lot. Therefore, there is no evidence of nonconforming material in house or in the field. Based on the device master record review and device history record review, there is no evidence the device was manufactured out of specification. A CAPA was previously opened to address this failure and identified manufacturing-related causes. The CAPA investigation determined root causes and implemented corrective actions in the form of a gap gauge and retraining. This complaint lot was manufactured prior to implementation of these actions. Based on the information provided, no returned product, and as the reported lot was manufactured prior to corrective action implementation, it is possible that a manufacturing and quality control deficiency contributed to this incident the appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Reporter occupation: unknown. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a male patient required an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for a percutaneous nephrostomy procedure on (B)(6) 2020. On (B)(6) 2020, the device leaked. The device was replaced with a similar device. No other adverse effects were reported for this incident.